Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a b30 scope communication error and an image sand storm occurred. The issue occurred during an unknown specificed therapeutic procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is possible that a stain temporarily adhered between the scope connector and the system, the stain was removed, and the communication error was released. Then the electric contact of the video connector was scratched, and the video connector was cracked due to an external impact, which then caused a contact failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: for both events: it is presumed that the suggested event was caused due to defect in the video connector or contact failure with the system. For event "b30 error message", it can be detected by following the instructions for use which state: the instruction manual operation manual, "chapter 3 preparation and inspection, 3.8, inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the procedure was completed using a similar device.